Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 12/28/2015. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the front enclosure was cracked and the battery lock was missing. These physical damages are not related to the reported complaint of autopulse platform displaying a user advisory (ua) 16 message. The autopulse platform is a reusable device and was manufactured on 11/5/2012. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the platform was performed and numerous user advisories (ua) 16 (timeout moving to take-up position) messages were observed in the log. During functional testing "ua16" was observed after the platform performed first compression. Further investigation found that the drivetrain was defective. In summary, the customer's reported complaint of autopulse displaying ua 16 was confirmed during archive review and functional testing. The root cause for ua 16 was due to a faulty drive train. After replacing the drive train, the platform passed all final testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/19/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
It was reported that during biomed testing the autopulse platform (s/n (B)(4)) motor would not start and a user advisory (ua) 16 (timeout moving to take-up position) error message displayed. The biomed technician attempted to pull up on the lifeband, but this had no effect in clearing the ua 16 message or restarting the motor. No patient was involved with this event. No additional information was provided.